Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that 5 echelon catheters were rejected (same lot, same problem). The physician threw away one piece as it broke. There are 2 more broken pieces that were stuck during the procedure and could not be returned. Two pieces were unused but coming from the same lot. The physician would not use them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the lesion characteristics were aci dx. A. Choroidal artery 2,0 mm, wide neck ane urysm. Vessel tortuosity was minimal. The patient is recovering from the procedure with moderate neurological deficit because of severe vasospasm. The patient did not experience any symptoms related to the catheter break/resistance. Procedural / post-procedural imaging (CT ,angio, etc.) Is available. The device and any accessories were prepared as indicated in the IFU. The procedure was completed by parent artery stenting and aneurysm embolization with another microcatheter. The suspected cause was some manufacturing defect of microcatheter hub.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient recovered from their neurological deficit with some mild/moderate neurological deficit. It was noted that the cause of the spasm was due to the subarachnoid hemorrhage (sah). It was reported that the neurological deficit/severe spasm was not caused by or related to the medtronic device or procedure. The treatment for the spasm was intra-arterial nimodipine, intravenous nimodipine and other conservative treatment in the ICU.